Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The initial MDR was filed with the FDA on september 16, 2014. Additional information: based upon the additional information, the issue was consistent with an outlier result due to sample handling (microclots, agglutination, fibrin formation) caused the false elevated result of 2.48 ng/ml. Customer service engineer (cse) performed precision and qc testing to verify instrument operation. Cse indicated that message log was not available for review so the event could not be investigated further.

Manufacturer narrative:
Siemens field service engineer (fse) could not collect the event log because instrument was switched off. Fse performed repeatability test and quality control test and all the troponin results were in range.